Manufacturer narrative:
Reported event of stent positioning placement problem. Reported event of catheter difficult to remove. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 02, 2017 that a wallflex biliary fully covered removable stent was used during a stent placement procedure performed on (B)(6) 2017. According to the complainant, the physician was able to deploy the stent; however, during the removal of the delivery system, the stent was pulled out of place by the delivery system and got stuck in the "erector" of the duodenoscope. The stent was removed from the patient and the procedure was completed with another stent. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.